Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('everything removed except ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("I had my gallbladder removed"), experienced tooth fracture ("teeth breaking off") and dental caries ("teeth decaying") and was found to have weight decreased ("feels great I have already lost almost 8"). The patient was treated with surgery (cholecystectomy and everything removed except ovaries). Essure was removed. At the time of the report, the medical device removal, cholecystectomy, tooth fracture and dental caries outcome was unknown and the weight decreased was resolving. The reporter considered cholecystectomy, dental caries, medical device removal, tooth fracture and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- cholecystectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction following internal coding review event feels great I have already lost almost 8 was recoded to weight loss nos. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('everything removed execept ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("I had my gallbladder removed"), experienced tooth fracture ("teeth breaking off") and dental caries ("teeth decaying") and was found to have weight increased ("feels great I have alreday lost almost 8"). The patient was treated with surgery (cholecystectomy and everything removed execept ovaries). Essure was removed. At the time of the report, the medical device removal, cholecystectomy, tooth fracture and dental caries outcome was unknown and the weight increased was resolving. The reporter considered cholecystectomy, dental caries, medical device removal, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- cholecystectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: f/u 2 and 3rd processed together. New events teeth decayed and teeth breaking off updated. On 23-mar-2020: f/u 2 and 3 processed together. Case became incident. Event I have already lost almost 8 was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.